Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient is implanted for pns with leads in their neck. Caller stated system worked great for 3 years but around july, patient woke up and system hasn't been working correctly since then. Caller stated patient is getting "zingers" down their arm and their neck/shoulder tension and pain down their arm, which the system was implanted for, has returned. Caller stated patient has had at least 3 falls since implant but none specifically around july. Caller met with patient today which showed contact 8 had impedances over 40k ohms and contacts 5, 6, 11 and 12 were elevated around 26k-32k ohms. Caller stated they programmed around contact 8 and the other elevated impedances but was still using contact 6. Patient was going to try new settings and then be seen again if needed (no appointment had been set up yet). The caller was not with the patient. Technical services (tss) suggesting that if reprogramming isn't successful, hcp can obtain imaging to check system but patient may need a revision. Rep provided healthcare provider (hcp) info but did not know managing hcp. Caller provided that patient may have also seen another hcp. Weight could not be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep confirmed that the patient is not a pediatric patient, the date (B)(6) 2021 date is the implant date, pt just called the number and have to clarify and reached the patient's voicemail. Patient was implanted down in utah by a dr (B)(6), stimulator was placed off label targeting her brachial plexus. They were contacted by utah rep to meet with her as she lives in pocatello idaho. They met with her once and called clinical specialist at the time to report impedances. Rep has no further information but can continue to call patient for clarification. Rep was asked if the cause was determined. Pt was not exactly sure but stated she has had multiple falls and woke up one morning and therapy didn't seem to be working as it once did. Rep reprogrammed the patient and instructed them to keep rep informed if it didn't work. Patient has not reached back out to rep since their meeting.